Event description:
It was reported that a customer experienced an incident leading to a visit to the emergency room and hospitalization in the intensive care unit (ICU) due to a high blood glucose level of 825 mg/dl, which was related to their diabetes management. There was no permanent damage identified, and no adverse effects on the customer¿s blood glucose level after treatment. The customer was treated with IV fluids and insulin, which partially resolved the issue, though they were not fully back to normal upon discharge from the hospital on (B)(6)25. No issues were found with the insulin pump or related supplies, and the pump system check confirmed it was functioning as intended.